Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the prw35 instrument doesn't work. No other details obtained. Could not uncover additional details from staff. There was no consequence to the pt.